Event description:
The ge oec 2600 fluoroscopy system had lock-up issues where the system would require a reboot to continue.

Manufacturer narrative:
A ge oec service representative investigated the issue, and found several issue contributing to the malfunction. The technique processor, floppy a drive and generator software were replaced, and uploaded to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.